Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pictures form the MRI were very unclear and the doctors couldn't see very clearly what the issue was. It was noted the patient began experiencing the underdose symptoms on (B)(6) 2018. It was also indicated that the catheter was en route to be returned.

Manufacturer narrative:
Analysis of the catheter revealed tears/coring in the cup of the sc connector with leaking. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 10-dec-2010, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine [20 mg/ml] at a dose of 1.65 mg/day via an implantable pump for an unknown indication for use. It was reported the patient came to the hospital with underdose symptoms and an MRI (magnetic resonance imaging) exam was done. It was impossible to aspirate liquor through the catheter and also impossible to inject contrast agent through the old catheter in the operating room (or). Any environmental/external/patient factors that may have led or contributed to the issue were unknown. They completely explanted and replaced the catheter on (B)(6) 2018. It was indicated the catheter would be returned. At the time of the report, the issue was resolved and the patient status was alive with no injury. No further complications were reported or anticipated.